Manufacturer narrative:
The reported product was returned without an associated complaint. Failure event observed during analysis. Final analysis found a partial lead measuring 50.1 cm. An external insulation abrasion breaching the optim sheath only was noted 15.8 to 17.4 cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.